Manufacturer narrative:
Attorney that sent the initial letter has not supplied any additional info. Airsep corporation will evaluate the oxygen concentrator when it becomes available. A follow-up report will be submitted.

Event description:
Pharmacists mutual insurance company advised of a potential claim involving a visionaire oxygen concentrator. Pt died, but the cause of death is unk.